Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 16-62 purple stylet in the lead. Accurate measurement of the helix is not possible due to the helix being bent. The helix will extend but will not retract due the helix riding over the helix guide and the helix being bent. The lead was able to be passed through a 9 fr introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead the physician experienced placement difficulty. The helix would not deploy and so a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.